Event description:
I can prove that in 2009, I was intentionally over-exposed to x-rays in their CT-scan machine, because I have a burn mark on the back of my head that wont heal. The rotator wasn't turning, but the yellow indicator light for the x-ray tube came on for about 45 seconds to two minutes before I realized what they were doing, and I got out of the machine. I can't get any answers from anyone. They've been doing this to other pts at this facility. I'm not alone. This needs to be looked into.